Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started beeping and the insulin pump was frozen also buttons were not responding. The customer¿s blood glucose was 300mg/dl. Customer stated he did receive the button error alarm this morning. Customer stated that all the buttons was not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm or audio /vibrate anomaly and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.